Manufacturer narrative:
(B)(4). The reported issue of 'applier jaws are misaligned' was able to be confirmed by a complaint investigation of the returned sample. Evaluation of the returned instrument revealed that the jaws were slightly misaligned to each other in the closed position. No visible damage to the jaw pivot pin area on the outer assembly was observed upon visual inspection. A device history record review was performed, and no relevant findings were identified. It could not be determined what caused the jaws to become slightly loose and misaligned in the closed position, however, the root cause for this issue is likely the mishandling of the instrument by the end user. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the jaws of the applier were found misaligned during a surgery. Therefore, another applier was used to complete the procedure. No clip fell/remained in the patient". The patient status is reported as "fine".

Event description:
It was reported that "the jaws of the applier were found misaligned during a surgery. Therefore, another applier was used to complete the procedure. No clip fell/remained in the patient". The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).